Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in a clinical check with a perforation caused by the right atrial lead. Pericardial effusion was noted. Findings were discovered via x-ray. Capture was consistent and sensing values were acceptable. Patient was stable and physician deemed revision unnecessary as they would let the effusion heal by itself.